Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. It was indicated that the patient did not calibrate after the inaccuracy or enter finger stick values promptly, which is off-label usage of the device. On the night of (B)(6) 2019, the patient¿s cgm value was 80 mg/dl but her bg was 44 mg/dl. The patient¿s parents became concerned and gave her food to increase her blood glucose. However, her blood glucose would not increase and emergency medical services (ems) was called on (B)(6) 2019. The patient was treated with glucose via intravenous (IV) therapy and released by the paramedics. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.